Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak ((B)(4)) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, flat creases and no openings were found in the device. A leak test was performed which identified, no leakage. Fill inspection was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Device has been explanted.